Manufacturer narrative:
Type of investigation not yet determined: additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the intra-aortic balloon pump (iabp) generated an augmentation below limit set alarm. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, h2, h6(type of investigation), h10, h11. Corrected fields: d9, h6(health effect ¿ clinical code). It was reported that the intra-aortic balloon pump (iabp) generated an augmentation below limit set alarm. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.